Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On 01/12/2024, the patient was at work and at around 11:00am, she started to feel uneasy. She checked the cgm and it was 120 mg/dl. Some time after, she had a diabetic seizure and passed out. Her coworker checked the patient's bg and it was 28 mg/dl. The coworker called 911 and paramedics arrived around 12:00pm. The patient was taken to the emergency room and was treated with baqsimi glucagon. After treatment, the patient was monitored and discharged from the hospital after 3 hours. During that time, the patient's blood glucose was 208 mg/dl. At the time of the report. The patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.